Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was 50mg/dl at the time of incident. The customer reported that they had a couple of sensors that failed. The customer reported that the first one never connected and was changing it because the other one expired and never picked it up and never said sensor connected and the other one she stated she does not remember. The insulin pump will not be returned for analysis.